Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had been experiencing intermittent high blood glucose (bg) levels (300-490 mg/dl). Correction boluses and insulin injections were use to address the bg level. The customer and the endocrinologist have identified no specific issue that may have caused the high bg level and believe it may be a pump issue.